Event description:
This report addresses the issue of use error-reuse of supplies. The customer contacted baxter's technical service center to report an alarm while on the choice (hc) device during use during initial drain. The home patient (hp) changed the heater bag without changing the rest of the supplies. The baxter technical representative (tsr) explained proper protocol. The tsr assisted the hp to end therapy. The hp will start over with new supplies and call back or any bypass assistance. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.